Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on 17jun2024, when the clinician arrived in the patient's room for transport it was noted the devices were off and not infusing. It was noted the unit was running on battery for approximately three (3) hours and not plugged into ac power at the time. The patient reported hearing a "beeping sound" there was patient involvement but no patient harm.

Event description:
It was reported on 17jun2024, when the clinician arrived in the patient's room for transport it was noted the devices were off and not infusing. It was noted the unit was running on battery for approximately three (3) hours and not plugged into ac power at the time. The patient reported hearing a "beeping sound" there was patient involvement but no patient harm.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# 14176744 is a concomitant and this file has captured the correct suspect device with serial number# 14157418 as per investigation report. Omit : c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, medical device serial #, unique device identifier (UDI)#, medical device model #, concomitant med prod data, device manufacture date. Additional information: imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.